Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine device check, far r-wave oversensing was observed. The atrial sensitivity was reprogrammed to a slightly less sensitive value. The device was changed to ddir mode. The patient will return to clinic in (B)(6). No adverse consequences were detected.